Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for viper2 t20 hexlobe driver shaf was conducted identifying that lot number x0710 was released in a single batch. Batch 1: lot qty of (B)(4) units were released on 16 aug 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a posterior spinal fusion surgery the viper2 t20 hexlobe driver shaft was being used in a percutaneous screw case. The driver tip was broken off and retrieved by the surgeon. Fragments were generated and easily removed. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) viper 2 system driver, cannulated t20. This is report 1 of 1 for (B)(4).